Event description:
End user reported that she has fallen through no fault of her (B)(4) rollator. End user advised she continued to use the rollator and fell approximately two weeks ago while walking, the rollator fell on top of her, no fault of the rollator. End user advised unit has become more scratched up and now the brakes do not hold and the brake cable sticks out on the side, she has it tied up. End user has a pre-existing issue with her back and needs surgery, not sure when she will be getting back surgery. End user advised will not use rollator but will contact a dealer to get a new one.